Manufacturer narrative:
The device history record for lot 23j038ct was reviewed. No deviations or nonconformances were noted in the device history record. The lot met all performance specifications prior to release, including tensile test, pressure test, clamp integrity and flow. Additionally, it was noted in the investigation process that there is 100% visual checks during manufacturing, and a final visual inspection of asampling of tubing sets at each stage of manufacturing by quality inspection. The device was not returned to intera for evaluation. The source of the tube break is thus ultimately undetermined. Blank fields in the MDR form represent unknown information. If further information is receieved at a later date, a supplemental report will be filed.

Event description:
It was reported that a healthcare provider was accessing an [implanted infusion] pump, she noticed that glycerin was returning to the syringe barrel and also to be leaking at the end of the tubing. She clamped the tubing, adjusted and tightened the connections, and then tried again. Once the tubing was unclamped, glycerin was still noted to be leaking. Upon further inspection, she noticed the tubing was cracked (picture below) and the glycerin was leaking from the cracked tubing. The nurse disconnected the tubing and de-accessed the pump. She then re-accessed with a new kit and continued to empty the pump. She was able to refill the pump with new medication without further issue.